Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. A blood patch was performed. Additional information indicates the patient was asymptomatic post-procedure.